Manufacturer narrative:
The device subject of the event was discarded by the distributor and not returned to medivators for evaluation. Without the returned device, a root cause could not be determined. The device history record was reviewed, and no abnormalities were noted. There have been no other complaints associated with this lot. No additional issues have been reported.

Event description:
The distributor reported that a suction valve from their defendo valves & kits "can no longer be released/closed after opening" during a patient procedure resulting in suctioning of the mucous membrane in the stomach and bleeding. The user switched to a different valve to complete the procedure. No additional medical intervention was required.